Manufacturer narrative:
Additional information: added unique identifier (UDI) # in d4.

Manufacturer narrative:
The investigation revealed, the following: the instrument logs were analyzed by the lbs senior quality engineer. And no instrument error was detected, during the processing steps. The incident was user related, because the user did proceed big and small tissues together within a 13 hours protocol. Which, is not recommended in the instruction for use (IFU). The recommend protocol for standard biopsy and small specimen is defined in the IFU. Additionally, all alcohols in the processor have been changed. The customer confirmed, that the device has been working correctly, since the change of reagents. Furthermore, the application consultant recommended to the customer, to separate small tissues from the large tissues, during the processing run.

Event description:
On 18 january 2023 leica biosystems received a complaint that the customer experienced suboptimal tissue processing on their asp6025 s. On (B)(6) 2023 the customer informed leica biosystems, that as a result, 1 tissue samples has not been diagnosed, and the patient has been rebiopsied. The age and gender of the patient is 81, f.

Manufacturer narrative:
An investigation of the incident is currently underway and a follow up will be submitted should additional information become available following the investigation.